Event description:
It was reported that the deep brain stimulation (dbs) patient experienced burning like sensations, pain and sensitivity while charging their implantable pulse generator (ipg) and on several occasions while not charging. Re-education on proper charging technique was provided however the issue persisted. A database analysis revealed the ipg temperature was within range during charge sessions however the charging schedule was irregular, had poor ipg to charger alignment and charger thermistor was being triggered as a result would not reach a full charge during charge sessions. Additionally, no other anomalies were noted as a result, engineers could not determine the root cause of the reported event. The patient underwent a procedure wherein the ipg was removed and a new ipg was positioned deeper in the existing incision pocket site before completing the procedure. It was noted that the suspected cause of the patient's symptoms were possibly related to an irritated nerve in the implant area per the physician's assessment. The ipg was programmed, and the patient did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Manufacturer narrative:
The returned vercise genus ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Additionally, a database analysis could not determine the root cause of the reported burning sensations while charging. The reported event was not confirmed. A product labeling review identified that the ipg was used per the instructions for use (IFU) product label. Additionally, labeling states that implant pain, hypersensitivity, including burning sensations or heat due to charging are known inherent risks with the use of deep brain stimulation (dbs) as documented in the IFU. Therefore, with the available information and labeling review, engineers have determined that the event of burning sensations felt while charging is a known inherent risk with implanting a pulse generator as part of a system to deliver deep brain stimulation. Product was manufactured prior to the UDI regulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced burning like sensations, pain and sensitivity while charging their implantable pulse generator (ipg) and on several occasions while not charging. Re-education on proper charging technique was provided however the issue persisted. A database analysis revealed the ipg temperature was within range during charge sessions however the charging schedule was irregular, had poor ipg to charger alignment and charger thermistor was being triggered as a result would not reach a full charge during charge sessions. Additionally, no other anomalies were noted as a result, engineers could not determine the root cause of the reported event. The patient underwent a procedure wherein the ipg was removed and a new ipg was positioned deeper in the existing incision pocket site before completing the procedure. It was noted that the suspected cause of the patients symptoms were possibly related to an irritated nerve in the implant area per the physicians assessment. The ipg was programmed, and the patient did well post-operatively.